Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller stated the patient is feeling really lousy and is having a hard time. Caller stated that the patient can barely walk, and can't use their right hand. The caller mentioned that the patient was in the hospital recently because the patient went for a long walk and started to get dehydrated and ended up collapsing. The caller stated that one of the patients ins is turned off due to the patient forgetting to charge ins while they were in the hospital. Patient services (pss) walked the caller through the steps to turn ins on, the steps that were taken were successful and the caller confirmed the ins was on. While on the call the caller stated that the coupling boxes will be all the way filled in and the go to zero. The caller mentioned that they have replaced the recharger antenna cord before. Pss sent an email to repair to replace the recharger antenna.pss sent an email to device registration to update patients address.

Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.